Event description:
It was reported that the devices were used during a laparoscopic low anterior resection procedure. The devices leaked. Another device was used to complete the case. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? No. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? Asku. If so, what device? Asku. Was any torque being applied to the trocar or device? Asku.